Event description:
It was reported that the right ventricular (rv) lead had high threshold. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.